Event description:
Upon selecting "pt connect", machine alarmed with air in blood. Troubleshooting unsuccessful. Machine turned off and new setup initiated. No issues with setup; however, same event of air in blood alarm upon selecting pt connect. Machine pulled from use. New setup, dialyzer and machine. Manufacturer response for hemodialysis, (brand not provided) (per site reporter). Tried to calibrate abd sensor, kept wandering up causing air in blood alarm. Replaced abd sensor and calibrated. Ran patient sim without error. Called baxter and spoke with representative and she said to return it to use. Received ticket number. Returned to use.